Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "heating up" during testing prior to surgery. There were no delays to any scheduled surgeries. There were no injuries reported. There was no add'l info provided.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).